Event description:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint, fse currently conducting inspections such as running tests and leak tests, but the symptoms have not been reproduced, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723 2026 0002445 in your data base.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. In this complaint, fse currently conducting inspections such as running tests and leak tests, but the symptoms have not been reproduced, making it non reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel 2249723 2026 0002445 in your data base.

Event description:
It was reported by the customer that during use the cardiosave hybrid, 3.1 edition intra-aortic balloon pump (iabp) a sound like a gas leak was heard. There was no patient harm or injury reported.

Manufacturer narrative:
Other contact phone number: (B)(6). Due to characterization limit e1: event site name: (B)(6) hospital organization, (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.